Event description:
It was reported that the temp display is inaccurate and turns off after running a while. The event occurred during set up. No patient adverse effects.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented being very dirty, corroded drain quick connect, broken leds (light emitting diode), discolored line cord, chip on right side and top right corner, pole clamp damaged. The customer stated problem was not duplicated. No problem found with the device. Replaced water tank gasket, o rings, pcb (printed circuit board), plate clip, line cord, pole clamp. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.